Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad battery bat004750 in relation to the reported event. This included clinical evaluation, log review/analysis, visual/functional testing and review of manufacturing documentation. Visual analysis indicated that the outside of the battery case was in good condition. However, the extension cable had a cut in the material approximately 4 inches from the connector. This cut in material did not damage any of the wiring. During functional testing, the returned battery switched early due to one of its cell pairs dropping below the 2.7 volt limit, causing the fet to open and switch the controller to the other port. The root cause of the cell pair dropping below 2.7 volts is not yet conclusively determined. Furthermore, an internal investigation has been opened under (B)(4) in order to address these types of events. This is two of four reports (3007042319-2013-00055, 3007042319-2013-00124, 3007042319-2013-00125 and 3007042319-2013-00126) submitted for devices related to the same event.

Event description:
This event involved a patient who reported a vad stop alarm approximately twenty-seven months post heartware lvad implantation. The patient was reportedly exchanging a depleted battery for a charged one at the time the event occurred. The battery on the secondary power port was reported to be fully charged and well connected. The patient reported feeling dizzy at the time of the vad stop but was able to attach another power source immediately. He believes that the vad was stopped for approximately ten seconds. He could not remember which battery had been fully charged in the controller power port or which controller power port that battery was located in at the time of the event. The controller and batteries were exchanged at the hospital during his next clinical visit as a precautionary measure. There was no reported patient injury.